Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no essure devices visualized/ no visualized essure devices present/ no essure- visible'), pelvic inflammatory disease ('pelvic inflammatory disease'), pelvic pain ('severe pelvic pain/severe and persistent pain/pain in my pelvic region, especially on right side /stabbing pain'), genital haemorrhage ('heavy bleeding / bleed for three months straight/general abnormal bleeding'), pregnancy with contraceptive device ('sore throat vomiting today1 0 weeks pregnant'), dental caries ('dental problems/cavities') and tooth fracture ('chipped teeth') in a 24-year-old female patient who had essure (batch no. 774379) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3, achilles tendon repair, amenorrhea, uterine dilation and curettage, ankle operation, knee operation and post procedural pain. Approx. 3(as written)(discrepancy noted from previous follow-up). Concurrent conditions included overweight, asthma, intra-abdominal bleeding, bacterial infection, abdominal distension, abdominal pain upper, spinal column injury, low back pain, muscle spasm, otitis media, lower abdominal pain, mood swings, irregular periods, sore throat, throat pain, nasal congestion, sinus pain, viral pharyngitis, streptococcal pharyngitis, viral syndrome, nicotine dependence, cigarette smoker, endometriosis, ovarian cyst, dysuria, multiple allergies (iodine and nickel, shellfish.), vomiting, swelling nos, tooth loss, uterine bleeding, perineal pain and flank pain. Concomitant products included amoxicillin trihydrate;clavulanate potassium (augmentin), cefixime (flexeril), clarithromycin (claritin), estrogens conjugated (enjuvia), ibuprofen, ibuprofen (motrin) and promethazine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (urinary tract,bladder,vaginal)"), cystitis ("infection (urinary tract,bladder,vaginal)"), fatigue ("fatigue"), vaginal infection ("infection (urinary tract,bladder,vaginal)") with vaginal discharge, allergy to metals ("nickel allergy") and dysgeusia ("metal taste in mouth"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and nausea ("nausea"). In (B)(6) 2011, the patient experienced urticaria ("allergic or hypersensitivity reaction (hives)"), rash ("rashes") and mass ("bump"). In (B)(6) 2011, the patient experienced alopecia ("hair loss") and hair growth abnormal ("abnormal hair growth"). In (B)(6) 2012, the patient experienced dental caries (seriousness criterion medically significant), tooth fracture (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary problem"), migraine ("migraines"), headache ("headaches") and dyspareunia ("it hurt when I make love to my husband/dyspareunia (painful sexual intercourse)") and underwent tooth extraction ("removal of teeth"). In (B)(6) 2013, the patient was found to have weight decreased ("weight gain/loss (loss mainly)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), hirsutism ("hormonal changes:abnormal hair growth on face"), bladder disorder ("bladder problem"), constipation ("constipation"), decreased appetite ("loss of appetite/no appetite"), pain in extremity ("pain leg/pain in my legs"), abdominal pain ("abdomen pain"), pain ("body aches"), abdominal distension ("bloating"), menstruation irregular ("periods are irregular"), allergic rash ("allergic or hypersensitivity reaction (rashes)"), cutaneous hypersensitivity ("allergic or hypersensitivity reaction (bumps)"), dysmenorrhoea ("dysmenorrhoea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), menstrual disorder ("abnormal menses"), ovulation pain ("painful ovulation"), incontinence ("incontinence"), breast pain ("breast pain") and amenorrhoea ("period stops") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with antibiotics, diphenhydramine hydrochloride, salbutamol (albuterol) and surgery (bilateral salpingectomy on (B)(6) 2019 and removal of teeth, filling and root canal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic inflammatory disease, genital haemorrhage, pregnancy with contraceptive device, dental caries, tooth fracture, alopecia, hirsutism, urinary tract disorder, urinary tract infection, bladder disorder, cystitis, constipation, weight decreased, fatigue, migraine, pain, abdominal distension, menstruation irregular, vaginal infection, allergy to metals, urticaria, allergic rash, cutaneous hypersensitivity, mass, tooth extraction, hair growth abnormal, dysmenorrhoea, metrorrhagia, menstrual disorder, ovulation pain, incontinence, breast pain and amenorrhoea outcome was unknown, the pelvic pain, pain in extremity, abdominal pain, vaginal haemorrhage and menorrhagia was resolving and the female sexual dysfunction, nausea, decreased appetite, headache, dyspareunia, dysgeusia and rash had resolved. The reporter considered abdominal distension, abdominal pain, allergic rash, allergy to metals, alopecia, amenorrhoea, bladder disorder, breast pain, constipation, cystitis, decreased appetite, dental caries, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hair growth abnormal, headache, hirsutism, incontinence, mass, menorrhagia, menstrual disorder, menstruation irregular, metrorrhagia, migraine, nausea, ovulation pain, pain, pain in extremity, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, rash, tooth extraction, tooth fracture, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection, weight decreased and cutaneous hypersensitivity to be related to essure. The reporter commented: date(s) of insertion: (B)(6) (as written). Discrepancy noted as per previous follow up: insertion date of essure: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Hysterosalpingogram - on an unknown date: placement confirmed; on (B)(6) 2011: both fallopian tubes were occluded and placement was successful at the time of the test. Pathology test - on (B)(6) 2018: disordered weakly proliferative endometrium and small endometrial polyp fragments; on (B)(6) 2019: a coiled segment of silver metallic surgical hardware (essure coil) within the lumen. Right fallopian tube with essure" consists of a 9.2 cm in length x 0.8 cm in greatest dimension segment of fallopian tube. Sectioning reveals a coiled segment of silver metallic surgical hardware (essure coil) within the lumen. Ultrasound pelvis - on (B)(6) 2016: report result: essure devices noted bilaterally in the fundal region. Devices seem to extend into the proximal fallopian tubes.. Ultrasound scan - on (B)(6) 2011: her ultrasound showed her lining was thin.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: nausea, abdominal pain, metal taste in her mouth, uti, cystitis, constipation, urticaria, allergy to metal, pelvic pain female, alopecia and vaginal hemorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received - new event dysmenorrhea, abnormal menses, period stops, painful ovulation, incontinence, breast pain and metorhagia were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: FDA-2014-n-0736-1255) on 01-oct-2015. The most recent information was received on 13-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no essure devices visualized/ no visualized essure devices present/ no essure- visible'), pelvic inflammatory disease ('pelvic inflammatory disease'), dental caries ('dental problems/cavities') and tooth fracture ('chipped teeth') in a 24-year-old female patient who had essure (batch no. 774379) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3, achilles tendon repair, amenorrhea, uterine dilation and curettage, ankle operation, knee operation and post procedural pain. Approx. 3(as written)(discrepancy noted from previous follow-up). Concurrent conditions included overweight, asthma, intra-abdominal bleeding, bacterial infection, abdominal distension, abdominal pain upper, spinal column injury, low back pain, muscle spasm, otitis media, lower abdominal pain, mood swings, irregular periods, sore throat, throat pain, nasal congestion, sinus pain, viral pharyngitis, streptococcal pharyngitis, viral syndrome, nicotine dependence, cigarette smoker, endometriosis, ovarian cyst, dysuria, multiple allergies (iodine and nickel, shellfish.), vomiting, swelling nos, tooth loss, uterine bleeding, perineal pain and flank pain. Concomitant products included amoxicillin;clavulanic acid (augmentin), cefixime (flexeril), clarithromycin (claritin), estrogens conjugated (enjuvia), ibuprofen, ibuprofen (motrin) and promethazine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (urinary tract,bladder,vaginal)"), cystitis ("infection (urinary tract,bladder,vaginal)"), fatigue ("fatigue"), vaginal infection ("infection (urinary tract,bladder,vaginal)") with vaginal discharge, allergy to metals ("nickel allergy") and dysgeusia ("metal taste in mouth"). On (B)(6) 2011, the patient experienced genital haemorrhage ("heavy bleeding / bleed for three months straight/general abnormal bleeding"), pelvic pain ("severe pelvic pain/severe and persistent pain/pain in my pelvic region, especially on right side /stabbing pain") and nausea ("nausea"). In (B)(6) 2011, the patient experienced urticaria ("allergic or hypersensitivity reaction (hives)"), rash ("rashes") and mass ("bump"). In (B)(6) 2011, the patient experienced alopecia ("hair loss") and hair growth abnormal ("abnormal hair growth"). In (B)(6) 2011, the patient experienced depression ("depression"). In (B)(6) 2012, the patient experienced dental caries (seriousness criterion medically significant), tooth fracture (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary problem"), migraine ("migraines"), headache ("headaches") and dyspareunia ("it hurt when I make love to my husband/dyspareunia (painful sexual intercourse)") and underwent tooth extraction ("removal of teeth"). In (B)(6) 2013, the patient was found to have weight decreased ("weight gain/loss (loss mainly)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), hirsutism ("hormonal changes:abnormal hair growth on face"), bladder disorder ("bladder problem"), constipation ("constipation"), decreased appetite ("loss of appetite/no appetite"), pain in extremity ("pain leg/pain in my legs"), abdominal pain ("abdomen pain"), pain ("body aches"), abdominal distension ("bloating"), menstruation irregular ("periods are irregular"), allergic rash ("allergic or hypersensitivity reaction (rashes)"), cutaneous hypersensitivity ("allergic or hypersensitivity reaction (bumps)"), dysmenorrhoea ("dysmenorrhoea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), menstrual disorder ("abnormal menses"), ovulation pain ("painful ovulation"), incontinence ("incontinence"), breast pain ("breast pain") and amenorrhoea ("period stops") and was found to have a pregnancy with contraceptive device ("sore throat vomiting today 10 weeks pregnant"). The patient was treated with antibiotics, diphenhydramine hydrochloride, salbutamol (albuterol) and surgery (bilateral salpingectomy on (B)(6) 2019 and removal of teeth, filling and root canal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic inflammatory disease, pregnancy with contraceptive device, genital haemorrhage, dental caries, tooth fracture, alopecia, hirsutism, urinary tract disorder, urinary tract infection, bladder disorder, cystitis, constipation, weight decreased, fatigue, migraine, abdominal distension, menstruation irregular, allergy to metals, allergic rash, cutaneous hypersensitivity, mass, tooth extraction, hair growth abnormal, dysmenorrhoea, metrorrhagia, menstrual disorder, ovulation pain, incontinence, breast pain, amenorrhoea and depression outcome was unknown, the pelvic pain and pain in extremity was resolving and the female sexual dysfunction, nausea, decreased appetite, headache, abdominal pain, pain, vaginal haemorrhage, menorrhagia, vaginal infection, dyspareunia, urticaria, dysgeusia and rash had resolved. The reporter considered abdominal distension, abdominal pain, allergic rash, allergy to metals, alopecia, amenorrhoea, bladder disorder, breast pain, constipation, cystitis, decreased appetite, dental caries, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hair growth abnormal, headache, hirsutism, incontinence, mass, menorrhagia, menstrual disorder, menstruation irregular, metrorrhagia, migraine, nausea, ovulation pain, pain, pain in extremity, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, rash, tooth extraction, tooth fracture, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection, weight decreased and cutaneous hypersensitivity to be related to essure. The reporter commented: date(s) of insertion: 40553 (as written). Discrepancy noted as per previous follow up: insertion date of essure: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion.; on (B)(6) 2011: both fallopian tubes were occluded and placement was successful at the time of the test. Pathology test - on (B)(6) 2018: disordered weakly proliferative endometrium and small endometrial polyp fragments; on (B)(6) 2019: a coiled segment of silver metallic surgical hardware (essure coil) within the lumen. Right fallopian tube with essure" consists of a 9.2 cm in length x 0.8 cm in greatest dimension segment of fallopian tube. Sectioning reveals a coiled segment of silver metallic surgical hardware (essure coil) within the lumen. Ultrasound pelvis - on (B)(6) 2016: report result: essure devices noted bilaterally in the fundal region. Devices seem to extend into the proximal fallopian tubes.. Ultrasound scan - on (B)(6) 2011: her ultrasound showed her lining was thin.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: nausea, abdominal pain, metal taste in her mouth, uti, cystitis, constipation, urticaria, allergy to metal, pelvic pain female, alopecia and vaginal hemorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-feb-2020: pfs received- new event depression was added. Outcome of the event urticaria, vaginal hemorrhage, menorrhagia and abdominal pain were updated. Reporter information was added. Seriousness criteria removed for genital hemorrhage, pelvic pain and pregnancy with contraceptive device. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: FDA-(B)(4)) on 01-oct-2015. The most recent information was received on 12-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no essure devices visualized/ no visualized essure devices present/ no essure- visible'), pelvic inflammatory disease ('pelvic inflammatory disease'), dental caries ('dental problems/cavities') and tooth fracture ('chipped teeth') in a 24-year-old female patient who had essure (batch no. 774379) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3, achilles tendon repair, amenorrhea, uterine dilation and curettage, ankle operation, knee operation and post procedural pain. Approx. 3(as written)(discrepancy noted from previous follow-up). Concurrent conditions included overweight, asthma, intra-abdominal bleeding, bacterial infection, abdominal distension, abdominal pain upper, spinal column injury, low back pain, muscle spasm, otitis media, lower abdominal pain, mood swings, irregular periods, sore throat, throat pain, nasal congestion, sinus pain, viral pharyngitis, streptococcal pharyngitis, viral syndrome, nicotine dependence, cigarette smoker, endometriosis, ovarian cyst, dysuria, multiple allergies (iodine and nickel, shellfish.), vomiting, swelling nos, tooth loss, uterine bleeding, perineal pain and flank pain. Concomitant products included amoxicillin;clavulanic acid (augmentin), cefixime (flexeril), clarithromycin (claritin), estrogens conjugated (enjuvia), ibuprofen, ibuprofen (motrin) and promethazine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (urinary tract,bladder,vaginal)"), cystitis ("infection (urinary tract,bladder,vaginal)"), fatigue ("fatigue"), vaginal infection ("infection (urinary tract,bladder,vaginal)") with vaginal discharge, allergy to metals ("nickel allergy") and dysgeusia ("metal taste in mouth"). On (B)(6) 2011, the patient experienced genital haemorrhage ("heavy bleeding / bleed for three months straight/general abnormal bleeding"), pelvic pain ("severe pelvic pain/severe and persistent pain/pain in my pelvic region, especially on right side /stabbing pain") and nausea ("nausea"). In (B)(6) 2011, the patient experienced urticaria ("allergic or hypersensitivity reaction (hives)"), rash ("rashes") and mass ("bump"). In (B)(6) 2011, the patient experienced alopecia ("hair loss") and hair growth abnormal ("abnormal hair growth"). In (B)(6) 2011, the patient experienced depression ("depression"). In (B)(6) 2012, the patient experienced dental caries (seriousness criterion medically significant), tooth fracture (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary problem"), migraine ("migraines"), headache ("headaches") and dyspareunia ("it hurt when I make love to my husband/dyspareunia (painful sexual intercourse)") and underwent tooth extraction ("removal of teeth"). In (B)(6) 2013, the patient was found to have weight decreased ("weight gain/loss (loss mainly)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), hirsutism ("hormonal changes:abnormal hair growth on face"), bladder disorder ("bladder problem"), constipation ("constipation"), decreased appetite ("loss of appetite/no appetite"), pain in extremity ("pain leg/pain in my legs"), abdominal pain ("abdomen pain"), pain ("body aches"), abdominal distension ("bloating"), menstruation irregular ("periods are irregular"), allergic rash ("allergic or hypersensitivity reaction (rashes)"), cutaneous hypersensitivity ("allergic or hypersensitivity reaction (bumps)"), dysmenorrhoea ("dysmenorrhoea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), menstrual disorder ("abnormal menses"), ovulation pain ("painful ovulation"), incontinence ("incontinence"), breast pain ("breast pain") and amenorrhoea ("period stops") and was found to have a pregnancy with contraceptive device ("sore throat vomiting today1 0 weeks pregnant"). The patient was treated with antibiotics, diphenhydramine hydrochloride, salbutamol (albuterol) and surgery (bilateral salpingectomy on (B)(6) 2019 and removal of teeth, filling and root canal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic inflammatory disease, pregnancy with contraceptive device, genital haemorrhage, dental caries, tooth fracture, alopecia, hirsutism, urinary tract disorder, urinary tract infection, bladder disorder, cystitis, constipation, weight decreased, fatigue, migraine, abdominal distension, menstruation irregular, allergy to metals, allergic rash, cutaneous hypersensitivity, mass, tooth extraction, hair growth abnormal, dysmenorrhoea, metrorrhagia, menstrual disorder, ovulation pain, incontinence, breast pain, amenorrhoea and depression outcome was unknown, the pelvic pain and pain in extremity was resolving and the female sexual dysfunction, nausea, decreased appetite, headache, abdominal pain, pain, vaginal haemorrhage, menorrhagia, vaginal infection, dyspareunia, urticaria, dysgeusia and rash had resolved. The reporter considered abdominal distension, abdominal pain, allergic rash, allergy to metals, alopecia, amenorrhoea, bladder disorder, breast pain, constipation, cystitis, decreased appetite, dental caries, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hair growth abnormal, headache, hirsutism, incontinence, mass, menorrhagia, menstrual disorder, menstruation irregular, metrorrhagia, migraine, nausea, ovulation pain, pain, pain in extremity, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, rash, tooth extraction, tooth fracture, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection, weight decreased and cutaneous hypersensitivity to be related to essure. The reporter commented: date(s) of insertion: 40553 (as written). Discrepancy noted as per previous follow up: insertion date of essure: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion.; on (B)(6) 2011: both fallopian tubes were occluded and placement was successful at the time of the test. Pathology test - on (B)(6) 2018: disordered weakly proliferative endometrium and small endometrial polyp fragments; on (B)(6) 2019: a coiled segment of silver metallic surgical hardware (essure coil) within the lumen. Right fallopian tube with essure" consists of a 9.2 cm in length x 0.8 cm in greatest dimension segment of fallopian tube. Sectioning reveals a coiled segment of silver metallic surgical hardware (essure coil) within the lumen. Ultrasound pelvis - on (B)(6) 2016: report result: essure devices noted bilaterally in the fundal region. Devices seem to extend into the proximal fallopian tubes. Ultrasound scan - on (B)(6) 2011: her ultrasound showed her lining was thin. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: nausea, abdominal pain, metal taste in her mouth, uti, cystitis, constipation, urticaria, allergy to metal, pelvic pain female, alopecia and vaginal hemorrhagia. Lot number: 774379 manufacture date: 2010-08, expiration date: 2013-08. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: FDA-2014-n-0736-1255) on 01-oct-2015. The most recent information was received on 02-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("no essure devices visualized/ no visualized essure devices present/ no essure- visible"), pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic pain ("severe pelvic pain/severe and persistent pain/pain in my pelvic region, especially on right side"), genital haemorrhage ("heavy bleeding / bleed for three months straight"), pregnancy with contraceptive device ("sore throat vomiting today (B)(6) pregnant"), dental caries ("dental problems/cavities") and tooth fracture ("chipped teeth") in a (B)(6) female patient who had essure (batch no. 774379) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3, achilles tendon repair, amenorrhea, uterine dilation and curettage, ankle operation, knee operation and post procedural pain. Approx. 3 (as written) (discrepancy noted from previous follow-up). Concurrent conditions included overweight, asthma, intra-abdominal bleeding, bacterial infection, abdominal distension, abdominal pain upper, spinal column injury, low back pain, muscle spasm, otitis media, lower abdominal pain, mood swings, irregular periods, sore throat, throat pain, nasal congestion, sinus pain, viral pharyngitis, streptococcal pharyngitis, viral syndrome, nicotine dependence, cigarette smoker, endometriosis, ovarian cyst, dysuria, multiple allergies (iodine and nickel, shellfish.), vomiting, swelling nos, tooth loss, uterine bleeding, perineal pain and flank pain. Concomitant products included amoxicillin sodium;clavulanate potassium (augmentin), cefixime (flexeril), clarithromycin (claritin), estrogens conjugated (enjuvia), ibuprofen, ibuprofen (motrin) and promethazine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (urinary tract,bladder,vaginal)"), cystitis ("infection (urinary tract,bladder,vaginal)"), fatigue ("fatigue"), vaginal infection ("infection (urinary tract,bladder,vaginal)") with vaginal discharge, allergy to metals ("nickel allergy") and dysgeusia ("metal taste in mouth"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and nausea ("nausea"). In (B)(6) 2011, the patient experienced urticaria ("allergic or hypersensitivity reaction (hives)"), rash ("rashes") and mass ("bump"). In (B)(6) 2011, the patient experienced alopecia ("hair loss") and hair growth abnormal ("abnormal hair growth"). In (B)(6) 2012, the patient experienced dental caries (seriousness criterion medically significant), tooth fracture (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary problem"), migraine ("migraines"), headache ("headaches") and dyspareunia ("it hurt when I make love to my husband/dyspareunia (painful sexual intercourse)") and underwent tooth extraction ("removal of teeth"). In (B)(6) 2013, the patient was found to have weight decreased ("weight gain/loss (loss mainly)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), hirsutism ("hormonal changes:abnormal hair growth on face"), bladder disorder ("bladder problem"), constipation ("constipation"), decreased appetite ("loss of appetite/no appetite"), pain in extremity ("pain leg/pain in my legs"), abdominal pain ("abdomen pain"), pain ("body aches"), abdominal distension ("bloating"), menstruation irregular ("periods are irregular"), the first episode of dermatitis allergic ("allergic or hypersensitivity reaction (rashes)") and the second episode of dermatitis allergic ("allergic or hypersensitivity reaction (bumps)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with antibiotics, diphenhydramine hydrochloride, salbutamol (albuterol) and surgery (bilateral salpingectomy on (B)(6) 2019 and removal of teeth, filling and root canal). Essure was removed. At the time of the report, the device dislocation, pelvic inflammatory disease, genital haemorrhage, pregnancy with contraceptive device, dental caries, tooth fracture, alopecia, hirsutism, urinary tract disorder, urinary tract infection, bladder disorder, cystitis, constipation, weight decreased, fatigue, migraine, pain, abdominal distension, menstruation irregular, vaginal infection, allergy to metals, urticaria, the last episode of dermatitis allergic, mass, tooth extraction and hair growth abnormal outcome was unknown, the pelvic pain, pain in extremity, abdominal pain, vaginal haemorrhage and menorrhagia was resolving and the female sexual dysfunction, nausea, decreased appetite, headache, dyspareunia, dysgeusia and rash had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, bladder disorder, constipation, cystitis, decreased appetite, dental caries, device dislocation, dysgeusia, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hair growth abnormal, headache, hirsutism, mass, menorrhagia, menstruation irregular, migraine, nausea, pain, pain in extremity, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, rash, tooth extraction, tooth fracture, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection, weight decreased, the first episode of dermatitis allergic and the second episode of dermatitis allergic to be related to essure. The reporter commented: date(s) of insertion: (B)(6) (as written). As per previous follow up: plaintiff underwent an essure confirmation test approx. 3 months after her placement procedure. Discrepancy noted as per previous follow up: insertion date of essure: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Computerised tomogram - on (B)(6) 2015: report: flank pain, CT scan: abdomen and pelvis: multiple computerized tomography sections of the abdomen were obtained without contrast, using renal stone protocol. Hysterosalpingogram - on an unknown date: results: confirmation of placement confirmed; on (B)(6) 2011: both fallopian tubes were occluded and placement was successful at the time of the test. Pathology test - on (B)(6) 2018: diagnosis: endometrium, curettage: disordered weakly proliferative endometrium and small endometrial polyp fragments.; on (B)(6) 2019: gross description: left fallopian-lube with essure" consists of a 10.2 cm in length x 0.7 cm in greatest dimension segment of fallopian tube. Sectioning reveals a coiled segment of silver metallic surgical hardware (essure coil) within the lumen. Right fallopian tube with essure" consists of a 9.2 cm in length x 0.8 cm in greatest dimension segment of fallopian tube. Sectioning reveals a coiled segment of silver metallic surgical hardware (essure coil) within the lumen. Ultrasound pelvis - on (B)(6) 2016: report result: essure devices noted bilaterally in the fundal region. Devices seem to extend into the proximal fallopian tubes. Ultrasound scan - on (B)(6) 2011: her ultrasound showed her lining was thin. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: nausea, abdominal pain, metal taste in her mouth, uti, cystitis, constipation, urticaria, allergy to metal, pelvic pain female, alopecia, vaginal haemorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-apr-2019: plaintiff fact sheet and medical record received : events added: metal taste in mouth, rashes, bumps, removal of teeth, abnormal hair growth. Events pelvic inflammatory disease, no essure devices visualized/no visualized essure devices present / no essure- visible was added, sore throat vomiting today (B)(6) pregnant from mr. Event outcome was updated for the event: loss of appetite, metal taste in mouth, abnormal bleeding (vaginal, menorrhagia), severe pelvic pain, pain in my legs, abdomen pain, nausea, headaches, rashes, dyspareunia, apareunia. Lab data was added. Action taken with drug was updated. Concomitant drugs and conditions were added. Historical conditions were added. Reporter information was added. Event onset date was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.